Event description:
It was reported that this pacemaker was operating in safety mode. Associated patient symptoms included tiredness and a thumping sensation in the chest. Technical services (ts) discussed troubleshooting options. This pacemaker remains in service, however device replacement was recommended. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was operating in safety mode. Associated patient symptoms included tiredness and a thumping sensation in the chest. Technical services (ts) discussed troubleshooting options. This pacemaker remains in service, however device replacement was recommended. No additional adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker was returned for analysis.